Event description:
User received low calcium results for 22 pt samples. All results are in mg/dl. Sample 1: initial result 7.0, repeat 9.4. Sample 2: initial result 7.8, repeat 9.7. Sample 3: initial result 8.1, repeat 10.4. Sample 4: initial result 7.9, repeat 9.8. Sample 5: initial result 7.3, repeat 9.7. Sample 6: initial result 5.5, repeat 8.2. Sample 7: initial result 5.3, repeat 7.7. Sample 8: initial result 7.8, repeat 10.3. Sample 9: initial result 7.2, repeat 9.2. Sample 10: initial result 7.9, repeat 9.5. Sample 11: initial result 8.1, repeat 9.8. Sample 12: initial result 7.3, repeat 10.0. Sample 13: initial result 7.2, repeat 9.0. Sample 14: initial result 7.1, repeat 9.8. Sample 15: initial result 7.4, repeat 9.6. Sample 16: initial result 5.9, repeat 8.7. Sample 17: initial result 7.2, repeat 9.7. Sample 18: initial result 7.5, repeat 10.1. Sample 19: initial result 8.2, repeat 9.4. Sample 20: initial result 6.8, repeat 9.5. Sample 21: initial result 7.3, repeat 10.1. Sample 22: initial result 7.1, repeat 9.6. Initial results were reported. Pts were not adversely affected. The user replaced the reagent cassette and recalibrated which improved the performance of the assay.